Event description:
During implantation of the screw the head of the screw broke off. Doctor attempted to remove the screw but with no success. Doctor chose to leave the screw in the patient. The screw was 9/10 of the way in and was flush with the bone.

Manufacturer narrative:
An investigation was performed using visual and stereo microscope inspection of the screw head returned. Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacturing defects. The device lot number was not provided by the customer therefore the device history records could not be reviewed. The results of the investigation conclude that the root cause for the breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.